Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found no visible failures or defects. A functional evaluation was performed by having water injected through the returned device at its proximal end using a syringe and it was concluded that water could exit by the needle (distal end) without any issues. There was no occlusion found. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject needle was used in an unknown area during a polypectomy procedure, performed on (B)(6) 2017. According to the complainant, during preparation, and outside of the patient, it was noticed that the fluid would not flush out of the needle. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.